Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that a one touch ultramini meter had read inaccurately high. The patient tests his blood glucose 4 times a day. He tests before meals and at bedtime. The patient takes a set dose of 44 units lantus insulin twice a day. He also takes sliding-scale novolog insulin based on his meter readings. The patient indicated that the alleged issue started last month, before breakfast time. The patient claimed that he tested his blood glucose with the reported lfs meter and got "270 mg/dl." Since the patient did not feel as though his blood glucose was that high, he tested himself on another meter within 30 minutes and got "200 mg/dl." Based on the "270 mg/dl" meter reading, the patient took 48 units of sliding-scale novolog insulin and then ate breakfast. An unspecified time later that same day, the patient claimed that he developed symptoms of sweating and dizziness. He tested his blood glucose was the reported lfs meter and got a result between "50-58 mg/dl." The patient administered self-treatment by eating food and drinking a beverage. The self-treatment helped to relieve his symptoms. The patient alleged that for about a week, he had been over-dosing on insulin based on inaccurate high meter readings. During that week, the patient claimed that he had been waking up in the middle of the night feeling low. He described his legs as feeling week. The patient did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion, the patent claimed that he developed symptoms suggestive of severe hypoglycemia after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.